Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the root cause cannot be determined. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for connection issue was not confirmed due to a lack of sample. However, the root cause was determined to be supply bag disconnected without falling. A batch review was not performed due to unknown lot number. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Reportedly on (B)(6) 2011, the home patient (hp) using the homechoice (hc) machine stated that the door will not open during dwell. The patient was connected to the machine. The technical service representative (tsr) assisted the hp to end the therapy and informed to start over using new supplies. The hp reported that a bag had come off the line. No clinical consequences for the patient were reported. No further information regarding the bag coming off the line is available.